Manufacturer narrative:
(B)(4) date sent: 1/6/2022 d4: batch # 372a42 h6: component code = g04 investigation summary the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ats45 device was received with no apparent damaged and with 6r45b cartridge loaded in the device. The reload was received partially fired 1/3 and with the lockout spring normal. In addition, 2 teeth were returned inside a plastic container along with the device. During the mechanical testing it was noted that the firing mechanism on the device was damaged. No further functional testing could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. No conclusion could be reached as on what caused the firing mechanism to fail. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The event reported was confirmed and it is related to improper use of the device. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information.

Event description:
It was reported that during a laparoscopic appendectomy, the knife moved about 1/3 but then stopped moving forward. Another competitive device (signia) was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4) batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was there any difficulty opening the device? =>no further information is available. If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Could you please clarify the statement you made regarding ¿the patient¿s condition is stable.¿? =>this information(¿the patient¿s condition is stable.¿) from sales rep on (B)(6). Is the patient hospital stay typical for this procedure?=>yes. The procedure was not converted. Or was the patient's hospital stay extended? =>no further information is available. Device follow-up: please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. =>the device has been received at (B)(4) and will be shipped. Please check rmao. No further information will be provided."